Manufacturer narrative:
Bench replaced power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating that wile servicing the device, it was observed that the power cable has more resistance than is permitted in electrical tests. It must be replaced. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.